Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient has had the device for 3 years and since the beginning the pump will lock and no matter what he does he cannot get it to pop. The patient states that sometimes it works normally, but other times the bulb becomes too hard to push. The standard trouble shooting was done with no success. No further information was provided.